Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation and was initially inflated at 12 atmospheres. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injury reported and the patient condition was good.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 14mm from the tip of the device. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation and was initially inflated at 12 atmospheres. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injury reported and the patient condition was good.